Manufacturer narrative:
(B)(4) date of initial report : 2/23/2016. The site indicated that the incident unit would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an l & d case all surgical counts were completed and all items were accounted for. A mat scan was performed and detection was noted twice. A wand scan was also performed with no detection noted. X-ray was performed to confirm the false positive and verified no items to detect. There was no patient injury.